Event description:
It was reported that during a cruciate ligament reconstruction surgery, the device tore during insertion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Update swit 03-jan-2023: the item was removed completely from patient.

Manufacturer narrative:
The complaint is confirmed. One unpackaged product, ar-1588rt-2j serial/batch number (B)(6), was received for investigation. Functional testing was not performed due to the fact that the device was received disassembled; only the sutures were received, missing the tightrope ii button. Visual evaluation found that the returned tightrope ii rt with deploying suture was received disassembled. The round-to-flat suture showed frayed and damaged. The cause remains undetermined; however, per dfu-0147; precautions: excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.